Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was subsequently replaced and retuned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on (B)(6) 2018. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the sample found ¿no obvious non-conformities.¿ the lamp was then installed in a calibrated system and system was booted up. The reported event was replicated and system messages (sm) were displayed after the illuminator was turned on, which are related to the reported event. The lamp was determined to have intermittent ignition issue. Based on the information obtained the root cause of the reported lamp not turning on can be attributed to a nonconforming lamp. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system lamp needed to be replaced. A system message also displayed. Additional information has been requested.